Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present because the qc before the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The result was very high and did not fit the patient¿s history. The initial result was 128 pg/ml. The repeat result was 20.7 pg/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
There was an allegation of an additional patient with questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial results were 61.8 ng/l and 64.8 ng/l. The test was repeated after disagreeing with the clinical findings. The repeat results were 4 ng/l and 4 ng/l. The next day, the repeat results were 4 ng/l and 4 ng/l. The field service engineer replaced the measuring cells and the syringe seal. The investigation is ongoing.